Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13f05068, h13g26039, h13i06037, and h13j29038 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was hospitalized for the events. The cause of peritonitis was unknown. The peritonitis was treated with vancomycin ip (rate, dose unknown). The patient was recovering from the peritonitis. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date in (B)(6) 2014, the patient experienced peritonitis. A trend review will be conducted. If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. A batch review will be performed for the potentially associated lot numbers h13f05068, h13g26039, h13i06037, and h13j29038. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.